Event description:
It was reported that the PICC catheter has been broken; it was snapped at the point below the butterfly. Fluid was leaking from the catheter as the fluids were still running. The device did not embolize in the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rewb0230 showed no other similar product complaint(s) from this lot number.